Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The event was manifested by extreme pain (not further specified). The cause of the event was unknown. The patient was hospitalized for peritonitis and treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported). On an unreported date, pd therapy was discontinued and the pd catheter was permanently removed (current mode of dialysis therapy was not reported). Approximately one week after admission, the patient was discharged from the hospital. At the time of this report, the patient had recovered. No additional information is available.